Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Interrogation revealed a long charge time. The long charge time was reproduced during testing. The device was explanted and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of long charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation. The cause of the long charge time was an anomalous capacitor.